Manufacturer narrative:
Technician found no head up, swapped the head up wire with hi/low head up and pushed the hi/low head up to make the head go up, replaced the solenoid cable assembly, (B)(4). Also found that there was no voltage coming from the pcm to the head up coil, replaced the pcm to resolve this issue.

Event description:
Information received indicated that there was no "head up" function on the bed.